Event description:
It was reported that the patient experienced a loss of therapeutic effect and was in severe pain and shaking severely following a fall "a couple of days ago".

Manufacturer narrative:
(B)(4).